Event description:
It was reported that customer saw continuous glucose monitor error message and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, and successfully restarted sensor session without error recurring.